Event description:
Caller reported a malfunction on the pump, which caused the customer¿s blood glucose level to exceed 500 mg/dl, though the specific value was unknown and displayed as "high." To address the high blood glucose level, the customer used a correction bolus via the pump. Customer support planned to replace the pump, as it was included in a field correction and under warranty. The customer was informed about receiving a new pump with updated software and the necessary steps to return the malfunctioning pump to tandem.